Event description:
Hospital personnel performing a procedure in the cath lab used the device on a patient. According to the reporter, the device discharged once then lost power. A backup in the department was immediately called for and used and no adverse affects to the patient were reported as a result of the alleged malfunction.